Event description:
The clinician was lowering the table surface with the patient on the table surface when the motor malfunctioned. The table reached full retraction and the motor continued to attempting to lower the table surface. This action caused the upper yoke where the motor is secured to flex. The flex motion broke the casting of the actuator. The broken piece of casting did eject from under the table.

Manufacturer narrative:
Awaiting device return and evaluation. Once the device is returned and evaluated, a concluding form 3500a will be sent to the FDA-MDR.